Event description:
A 5 mm ethicon clip applier was used during a lap chole. A leak developed at the clip 3 days after lap chole surgery. Patient returned to surgery and required ercp. The clips do not have a separate lot number documented in the medical record. The first surgical case was uncomplicated. The patient discharged home and returned a few days later with fever, pain, nausea/vomiting. When the patient returned, she had pancreatitis, biliary stent placement, intra-abdominal abscess. No blood products needed. The patient was in the hospital for 7 days with the second admission and then was discharged home.

Event description:
A 5 mm ethicon clip applier was used during a lap chole. A leak developed at the clip 3 days after lap chole surgery. Patient returned to surgery and required ercp.